Event description:
It was reported that during an open reduction internal fixation (orif) procedure for a midface fracture, the head of a screw popped off when the surgeon attempted insertion. The screw head was retrieved and the shaft was left in the patient. The patient had very hard cortical bone and the surgeon decided to pre-drill the rest of the holes before inserting the screws. The surgeon was able to complete the procedure with no adverse effect to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports the part was received broken at the shaft just below the head. The remaining threads are damaged and the shaft is bent. Due to damages, inspection of relevant features could not be completed. Therefore this complaint is indeterminate from a manufacturing standpoint. The lot number is unknown therefore a review of the device history record could not be completed.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for complaint (B)(4).